Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station power had been lost, and the battery alarm was beeping. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station has no power. A field service engineer guided the customer in verifying the power outlet and ensuring the power cable was securely connected; however, the pyxis anesthesia station (pas) would not power on. The pas model does not use an external uninterruptible power module (upm), and the outlet and power cable were confirmed to be functional, isolated the communication sled and tested with a known-good power module from or1 in or2, which allowed windows and the application to launch and complete updates. After returning the power modules to their original locations, the station in or2 remained nonfunctional, confirming a faulty power supply, replaced the power supply, after which the station powered on successfully, all drawers functioned normally, and hardware testing completed successfully. The system functioned as intended after the field service engineer repaired the device.